Event description:
Device malfunction: difficult to remove. Time of malfunction: during vessel closure. Symptoms/ae: unk. User facility medwatch report received via cdrh in 2007. The event description stated: "pt had a left heart catheterization in the cathlab. Post procedure an arterial closure device was attempted to be deployed for closure of right femoral artery. Product failed to deploy correctly, physician consulted vascular surgeon for removal of product. Product is starclose." Multiple unsuccessful attempts have been made to contact the customer for additional info.

Manufacturer narrative:
The device is currently unavailable for eval. The lot number was not identified, therefore, a device history record review could not be performed.